Event description:
Spontaneous call; patient reported legacy pumps have alarmed for "no disposable" 2nd time in a little over a month, thinking may not be pump, could be cassette. Replacing 1 legacy pump - serial number: (B)(4), pump due date: 03/03/2022 - cassette lot and expiration information is unknown and reshipping cassettes. Patient will save cassette packaging just in case it happens again. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.